Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information provided by the customer. DHR was reviewed and no discrepancies were found. The reported event is comparable to previously investigated complaints in which the root cause can be attributed to transit damage and packaging design deficiency. However, a definitive root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returning for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, upon opening the implant it was noticed that the outer package had a hold through the plastic wrap and cardboard box. It was then determined that the damage had compromised the inner paper layer of the implant package as well. Another implant was used to complete the surgery with no direct impact to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.